Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 537 mg/dl; cause was unknown. Customer administered a manual injection to address bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the customer had not started an active cgm session and the control iq feature was working as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.